Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: investigators were unable to confirm customers reported event, patients reported event was (B)(6) 2014 but black box only has data from (B)(6) 2014 to (B)(6) 2014. All ¿loss of prime¿ warnings in black box are power on reset related. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaw being observed. The pump¿s force sensor calibration was checked and found within specifications. Investigators were unable to duplicate customers complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.